Event description:
Ams received information that a pt who had a sparc sling system procedure had reported severe pain post-op. Several days post-op the doctor determined that he perforated the bowel when placing the sparc device. The pt had elevated temperature and pain. The sparc sling was removed and the bowel reanastomized.